Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because the automode on the insulin pump was not working as it went wacky. The customer also reported that they experienced low blood glucose levels. The insulin pump received failed battery alarm even after changing battery multiple times but the insulin pump worked after fifth battery change. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. Device received with scratched case. Device received with broken battery tube threads. Device received with pillowing keypad overlay. (B)(4).